Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to hospital due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was 407 mg/dl, at the time of incidence. Customer was treat with intravenous drip. Customer had difficulty in breathing. Customer declined to troubleshoot for high blood glucose level. Customer noticed that the cannula was bent. Customer reported that they had large sensor glucose and blood glucose difference but delivery did not suspend. The insulin pump will be returned for analysis.